Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): a retrospective review of outcomes in patients implanted with viper spine system fenestrated screws with confidence high viscosity spinal cement in patients with diminished bone quality. There was a total of 121 patients implanted with viper spine system fenestrated screws with confidence high viscosity spinal cement who were analyzed as single cohort between april 2017 and november 2021. The mean age was 73.40 ± 10.07 years with 77 (63.6%) females and 44 (36.4%) males included. The mean body mass index (bmi) was 27.12 ± 5.35 kg/m2. The overall mean follow-up was 29.07 ± 19.71 months. Two patients (1.7%) completed up to the 6 month follow-up, 35 patients (28.9%) up to 7-12 months follow-up, 29 patients (24%) completed up to the 13-24-month follow-up and 55 patients (45.5%) had more than 24 months follow-up. The reported complications were as follows: ae during hospital stay: (n=2) acute kidney insufficiency, (n=1) acute renal insufficiency, (n=41) coprostasis, (n=1) drug-induced increase in liver value, (n=2) factor 13 deficiency, (n=2) hemoglobin drop, (n=10) hyperkalemia, (n=1) hypernatraemia, (n=1) hypertensive crisis, (n=2) hypocalcemia, (n=20) hypokalemia, (n=10) hyponatraemia, (n=2) leukocyturia, (n=1) liver value increase (only gamma-glutamyltransferase), (n=1) mild leukocytosis, (n=1) new neurologic deficit, (n=1) new postoperative neurologic deficit, (n=1) pulmonary embolism, (n=1) thrombocyte drop. Serious ae during hospital stay: (n=1) related to device that required medical or surgical intervention, (n=2) screw breakage during placement in the l5 level during the index surgery. At 6 months: (n=2) screw loosening, (n=1) loosening of inner screw requiring revision, (n=1) suboptimal placement of screw requiring revision. This is for depuy synthes spine viper fenestrated screw spine system and confidence cement.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.